Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports patient injection with 1 ml juvéderm vollure¿ xc. 2 months later, patient complained of some redness in lower lip (left side > right) and very small palpable lumps on both sides. Event is most noticeable in the morning and decreased significantly as the day went on. Since the lump was not visible, hcp and patient decided not to dissolve filler at that time. 3 months later, patient noticed a small lump on bottom right lip and another lump surfaced in the top left lip on the next day. The next month, the lump in the bottom lip had enlarged and several other areas had surfaced. Patient has no health issues. Patient had a flu shot around the time that the granulomas surfaced. Biopsy of the granuloma was not provided. Filler was dissolved with 100 units hylanex.

Event description:
Healthcare professional additionally reported patient was injected to lips. Treatment was also noted with prednisone and three round of hylanex. Symptoms ongoing.